Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 46 mg/dl. Bg was addressed with a glycogen pen administered by the customer's uncle. Reportedly, the customer needed to discuss the basal rates with a healthcare provider. A system check with tandem¿s technical support confirmed that the pump functioned as expected.